Manufacturer narrative:
(B)(4). Report source: (B)(6). 00875304801- 48mm o.d. Size gg porous uncemented with cluster holes shell use with gg liners- 64818383. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [add reason, as available]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported during an initial hip arthroplasty the surgeon had difficulty mating the liner into the cup. The procedure was completed with original liner and cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6 no product was returned or pictures provided of the liner; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing for the liner. A definitive root cause cannot be determined for the liner not seating the shell. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.